Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an episode of hypoglycemia while out shopping, with sensor alerts for low and rapidly falling glucose and a nadir of approximately 40 mg/dl; the user had eaten less than usual and engaged in walking, then treated the low with orange juice and cashews, which restored glucose above range, and troubleshooting and education were provided. Symptoms included a subjective feeling described as ¿feeling of a stroke.¿ outcomes included transient low glucose with recovery at home, no professional medical intervention, and no need for assistance. Investigation included review of the event details, device alert behavior, user activities, and corrective actions taken. Investigation of this case revealed no device malfunction and indicated that reduced food intake coupled with physical activity likely contributed to the hypoglycemia, while the device provided low and urgent low alerts as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with behavioral and physiological factors rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.